Manufacturer narrative:
The device history record (DHR) review was completed and there were two non-conformances found related to this serial number. However, the valve was re-worked to completion, passing all inspections. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including a history of kidney disease.

Event description:
Through implant patient registry it was learned that a 27mm 7300tfx valve, implanted in mitral position, underwent a valve-in-valve procedure after an implant duration of 8 years, 8 months due to insufficiency. The patient was presented with shortness of breath. The procedure was performed with a 26mm 9750tfx valve. The patient was stable post procedure.

Manufacturer narrative:
H10: additional manufacturer narrative:the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry it was learned that a 27mm 7300tfx valve, implanted in mitral position, was explanted after an implant duration of 8 years, 8 months due to insufficiency. The patient was presented with shortness of breath. The explanted valve was replaced with a 26mm 9750tfx valve. The patient was stable post procedure.